Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.

Event description:
Procedure: lobectomy. According to the reporter: during the post operative period the pt presented with bleeding through the drainage. A thoracoscopic operation was performed the following day. There was bleeding at the mechanical suture line placed in the interlobar fissure. The surgeon used the old type sulus with the new egia ultra. The bleeding was controlled by means of hemostatics and clips.